Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black, and the lights were still on at the tower. The technical support specialist dialled into the device. The medication application was up and running, and the device uptime. The medication application was logged in under care fusion application. All checks were completed successfully, and the case was closed. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer stated that the user was unable to retrieve any medications, which resulted in a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer stated that the user was unable to retrieve any medications, which resulted in a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.